Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 3. On 2025-06-03, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.